Manufacturer narrative:
The lens was returned to b&l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted from the patient's left eye due to high hyperopia. A replacement lens of different model and diopter power (27.50 d lens) was implanted successfully.